Event description:
It was reported that during the procedure the retractor cable snapped as the surgeon was tightening it. Subsequently, all the links became detached from the main body and loose in the patient. Theatre staff managed to remove all links from the abdominal cavity but a risk was identified to the patient as patient debris was found in the mechanism of the instrument (which was noticed as a result of the fault). Therefore, the hospital have reported this incident to the (B)(4), with the instrument currently being held by risk management at the hospital.

Manufacturer narrative:
Upon receipt of the report, an investigation was initiated. The reported device was not available for evaluation. By the date code "c03" the lot number was identified as 775104. The device was manufactured in (B)(4) 2003. A review of the DHR did not identify any concerns that would have contributed to the reported issue. Since the sample is not available, a complete analysis of it and the determination of a root cause cannot be determined at this time. When the device becomes available a follow-up report will be made. Considering the concern cannot be fully investigated and not enough information has been provided, a corrective and preventive action has not been initiated. Communication with the customer continues. A corrective and preventive action will be initiated if the sample becomes available or if enough information is collected for the determination of a cause.